Event description:
It was reported that (1) tlc75 was used during a colon procedure. It was reported by the affiliate that the device would not staple. Opened another device to complete the case. There was no consequence to pt.